Manufacturer narrative:
(B)(4). Date sent: 7/1/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Additional information was requested and the following was obtained: were these symptoms mentioned caused by an ethicon product? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.): unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: intracorporeal bi-directional pouch jejunojejunostomy following roux-en-y anastomosis: a simple reconstruction technique using an endoscopic linear stapler authors: amy kim, chang seok ko, byung sik kim, hee sung kim. Citation: videosurgery miniinv 2021; 16 (4): 704¿709. Doi: https://doi.org/10.5114/wiitm.2021.105720. This retrospective study introduced a new method involving the construction of an intracorporeal bi-directional pouch jejunojejunostomy (jj) using an endoscopic linear stapler and analyzed the surgical outcomes of this method, including jj complications. A total of 168 patients (107 male and 61 female; median age of 62 years [35-84]) with gastric cancer who underwent laparoscopic gastrectomy with intracorporeal bi-directional pouch jj between november 2017 and october 2018 at asan medical center. Construction of the jj was performed using a linear endostapler (echelon flex 60, blue cartridge). Reported complications include luminal bleeding (n=2), extraluminal bleeding (n=1), wound infection (n=5), intra-abdominal fluid collection (n=3), and ileus (n=8). In conclusion, intracorporeal bi-directional pouch jj using an endoscopic linear stapler is a safe and simple procedure. It is a feasible option to reduce jj stricture after tlg in patients with gastric cancer.